Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, broken connector latches) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and the electrode belt was unable to securely connect to the monitor. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. In addition, the electrode belt connector latches were broken. The root cause for the open wire was excessive force. The root cause for the missing trunk cable connector was physical abuse. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a german patient was receiving frequent check therapy electrode messages and that the electrode's belt had broken latches.